Manufacturer narrative:
H3: product analysis found that could not duplicate the customers issue regarding noisy and not response when stimulating. There was no fault found with the unit. H6: additional information suggest that b21, c21 and d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during 4 channel parotidectomy procedure the system was outputting excessive noise when monitoring and there was also an intermittent persist beep. Site stated the system was "beeping when it shouldn't be beeping." Additionally, site stated there was no response when stimulating. Site aborted use of system. Procedure extended by less than 1 hour. No consequences or impact to patient

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.